Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The caller stated that her daughter heard beeping on the insulin pump at school. Customer's pump was alarming and had unresponsive buttons. Customer had an unexpected restart alarm on the pump. Customer had the pump in her pocket during band practice when it started to rain. Customer replaced the battery twice, but the keypad is still unresponsive. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump's up arrow button did not respond due to corroded keypad trace. Unable to verify unexpected restart alarm, due to unresponsive button. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.